Manufacturer narrative:
A letter has been sent to the account requesting the return of the device for evaluation. This report will be amended when our investigation is complete.

Event description:
It is reported that in 2006, the pt was in surgery for repair of a factured right wrist. While drilling using power, the drill bit shredded with all four tip fragments coming off in the patient's wrist. The drill was removed and the surgeon had to take down the facture site reduction in order to remove the metal pieces. The surgeon then changed to a headless system.